Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cut on the cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a damaged charged coupled device (ccd). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device had no image. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.